Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the hospital with pauses noted in pacing. Upon interrogation, there were two events of non-sustained ventricular fibrillation (vf), but both were not true vf rather fine artifact causing pacing inhibition and pausing. With further inspection, fine, low voltage noise was noted across all channels, which caused pacing inhibition and a short pause. Programming changes were made; the patient would continue to be monitored. The patient was in stable condition.